Event description:
A surgeon reported that air came from the irrigation line during a vitrectomy procedure. The air line was clamped and the case was able to be completed w/o pt harm. Add'l info has been requested.

Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).